Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was further reported that per pi note to file dated (B)(4), the cause of death was leukemia and the site became aware of the patient¿s death during routine 4 year follow-up visit on 02-jun-2017. The patient developed leukemia at another hospital.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as stable angina ((B)(6) cardiovascular society classification: 3) and the patient was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis and was 28mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm study stent, with 10% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy the following day. In (B)(6) 2016, the patient expired due to unknown cause. It was unknown whether autopsy was performed or not. No additional information is available at this time.